Event description:
Spouse called for husband who was having accuracy issues with his meter. Readings have been higher than usual. Husband is receiving chemotherapy and he has a blood infection. Was taken to the hospital with a low symptom and was given IV dextrose. Meter was reading higher than when tested at the hospital.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.